Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. It was noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in/on helix/lobe mechanism and mechanism (sleeve head) and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead high voltage impedances were high, the lead integrity alert was triggered, the sensing amplitude decreased, and there was apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.